Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient came in for a drug change 8 weeks after implant. The hcp (healthcare provider) had difficulty aspirating the pump. The hcp was eventually able to aspirate, but they aspirated 10 ml less than what they expected; ¿it looked like champaign bubbles¿. The hcp then filled the pump with 5-10 ml of pfns (preservative free normal saline) and was able to aspirate it. The hcp was then able to fill the reservoir with 35 ml. It was thought that there might have been air in the reservoir. The pump was delivering infumorph; they were changing it to a compounded medication. Additional information has been requested, but it was not available as of the date of this report.